Event description:
While trying to place a 4.2f single lumen central line surgeon noted a "bleb" area (weak spot in catheter wall). It could not be used. Tested a second one from a different lot which also had a "bleb" in approx same location could not be used.